Event description:
Pt had eswl to a luc stone with 2175 shocks. Eight hours later, the pt experienced sudden severe pain - cat scan revealed ruptured spleen; but kidney was intact. Pt had emergency splenectomy and was hospitalized for 4 days.